Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spine surgery for matalosis. It was reported that the set screw dislodged from ballast screw. Implant was explanted. No debris left inside the patient body. No further complications were reported/anticipated. Additional information was received from the rep that s2ai procedure was used in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4):part # 7078936;lot # h5793830 visual inspection revealed portions of the thread is damaged. Damage present looks like chipping/shearing, causing the threads to not hold. D9, h6: updated with additional information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.